Event description:
During the procedures listed below, the device had suddenly stopped working after one hour of use. The patient was not harmed, and the device was disposed of as it was a disposable device expected to not last long or potentially break. Device representative was made aware & a new device was presented in order to continue the procedure.